Event description:
Customer reported he experienced differences between sensor glucose readings and blood glucose value and the threshold suspend was triggered. Customer stated this usually happens during the night. Customer stated that the sensor was reading around 60 mg/dl and his blood glucose was 110 mg/dl. Customer turned the sensor feature off and stated that he will call back if issue occurs again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.